Event description:
It was reported that the patient underwent vns surgery due to high impedance. The surgeon was unaware of when and how the high impedance occurred and no patient information was shared by the facility. The facility, historically, does not return explanted products. No additional relevant information has been received to date.

Manufacturer narrative:
If explanted, give date, corrected data: initial reported inadvertently reported 'ni' instead of (B)(6) 2017.